Manufacturer narrative:
Concomitant medical products: product ID: ddmb1d1 ICD, implanted: (B)(6) 2019, product ID: 3058 urinary stim ipg, implanted: (B)(6) 2018, product ID: 3889-28 urinary stim lead, implanted: (B)(6) 2018. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the right ventricular (rv) lead triggered alerts for undefined high pacing impedance. The rv lead remains in use and will be observed. No patient complications have been reported as a result of this event.